Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note additional devices involved: pxc201400/(B) (4), pxc201200/(B) (4), pxc201400/(B) (4).

Event description:
On (B) (6) 2010, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure a contralateral leg component would not pass through the gate. The device was removed. The physician attempted to advance the dilator in the sheath through the gate but resistance was noted. The physician put the device back in and deployed the graft. Angiogram confirmed that there was a distal type I endoleak. Another contralateral leg component was implanted to address the endoleak. A pigtail catheter revealed that the proximal portion of the trunk-ipsilateral leg component had moved 2 centimeters above the renal arteries. The pt was converted to open surgery, a tube graft was implanted. Pt tolerated the procedure.